Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error alarms were noted. Unable to verify the unexpected restart alarm or perform the functional checks or operating currents due the unresponsive act button response. The pump was received with minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, unexpected restart and the buttons are not responsive. The customer's blood glucose reading was 406 mg/dl at the time of incident. The customer was advised to change out their set and reservoir and treat per their doctor's instructions. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.